Event description:
Damaged catheter was found. The device was used for 306 days before the incident. Leak of blood was found emanating from the partial slit on the bifurcation site. The suture holes of the catheter were not used to secure the catheter.

Manufacturer narrative:
The complaint of a partial break in the tubing is confirmed. Microscopic examination of the tubing at the distal end of the bifurcation site reveals a partial teat in the tubing. The break site is located at the juncture of the distal end of the bifurcation site and catheter tubing. The break site is jagged irregular and exhibits a granular veneer. The break line is perpendicular to the central axis of the tubing; the exact mechanism of damage is undetermined. The catheter was in place for approx (B)(4) days prior to the complaint incident. Gross visual and microscope examinations functional and tactual testing shows no evidence of a defect or deformity related to the mfg process. A lot history review (lhr) of reva0317 showed no other similar product complaint(s) from this lot number.